Event description:
It was reported that during an unk procedure, the device fired malformed staples. There were no adverse consequences to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.